Event description:
Customer complained about sensor reading discrepancies. Customer reported that after he ate the sensor would read up to 350 to 400 mg/dl and blood glucose was around 220 mg/dl. Once he calibrated the sensor would go down to 50 or 60 and would start going up and then down for no reason. Customer stated that he is wearing the last sensor out of a bad lot. Customer reported he has not used the threshold suspend feature since january because of the sensor issues. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed the continuity resistance test and the sensor passed per specifications however, performed the bicarbonate buffer test and the sensor failed due to high readings.